Event description:
A site neuro coord reported that the surgeon was inaccurate while navigating with the nim pak needle and the apt 4.5 legacy tap. The stealth sys showed being in the pedicle when navigating with the nim pak needle and 4.5 tap, but when they took a post-op spin, the o-arm sys displayed that one of the screws breached the pedicle walls laterally. The surgeon was performing an one level fusion with the sextant instrument set. The surgeon replaced the screw and completed the procedure without any harm to the pt.

Manufacturer narrative:
The pt weight will not be provided by the site. A medtronic rep requested the site provide the sys log in order to determine root cause of the alleged malfunction. No logs have been received by the MFR as of the date of this report.